Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5.5 months. A direct correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had redness and drainage at the driveline exit site. The patient was admitted and the driveline site was cultured and was positive for gram negative bacteria. The patient was started on vancomycin and cefepime. The patient&#38112;lactate dehydrogenase level was in the 400-700 u/l range. The patient was treated with heparin for inr values in the 1.4-1.8 range. It was reported that the patient would be discharged on IV antibiotics.